Manufacturer narrative:
An event regarding wear (trunnionosis) involving an unknown accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned however photos were provided for review. A review of the provided photo indicates the majority of the device was still in the patient and the trunnion was worn. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patients hip was revised due to suspected metallosis and trunnion wear. The device was not returned however photos were provided for review. A review of the provided photo indicates the majority of the device was still in the patient and the trunnion was worn. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to suspected metallosis. Intra-operatively, metallosis was confirmed and trunnion wear was observed. A stem, head and liner were revised to a restoration modular stem construct, ceramic head, and liner. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to suspected metallosis. Intra-operatively, metallosis was confirmed and trunnion wear was observed. A stem, head and liner were revised to a restoration modular stem construct, ceramic head, and liner. Rep confirmed there are no allegations against the revised liner.